Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : no product returned.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning off. It also was reported that, while in the workshop, the keypad would not turn on. The ac led did not show power nor did it powerup after trying another battery. There was no patient harm. It was reported that the issue was noted before patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning off. It also was reported that, while in the workshop, the keypad would not turn on. The ac led did not show power nor did it powerup after trying another battery. It was reported that the issue was noted before patient use.